Manufacturer narrative:
Initial 3 of 4 based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was high and presence of ketones leads to hospitalization and treated with IV fluids of saline and insulin because patient does not regularly rotate the site location leads to bent cannula.